Manufacturer narrative:
Our complaint files show no previous reports of similar incidents on any of our keypoint systems. The user manual for the g3 system states that maximum current density during stimulation should never exceed 2 ma rms/cm² or it could cause burns but there is no evidence this current density was exceeded. We calculated the most probable current density based on the information provided by the end user and found it to be 0.263ma rms/cm². All keypoint systems include an integrated test program for hardware which ensures the stimulator works correctly. The stimulator is also tested during every startup of the software.

Event description:
A (B)(6) patient with suspected cellulitis was given an ncv exam using the keypoint g3 system (electrodes unknown)and then went home. She returned to ER the same night with a bulla/blister on the back of her leg in the middle of her calf, this is the general area where stimulation was applied during the ncv test. The reporter of the event described the bulla as a second degree burn and the patient is thought to require skin grafts. At the time of the event, the operator equipment and its exam software were checked and everything is normal. The incident occurred on (B)(6) 2015 and end user continued to use the equipment every day for approximately 8-10 exams a day. At last contact (january 8th 2016) our distribution partner reported that no similar problems had occurred and the hospital neurologist did not think the burn was caused by our equipment but wanted our help to clarify this.